Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic with noticeable pus due to infection around the implant site. The system was explanted. The patient was stable. Related manufacturer report number: 2017865-2020-22994, related manufacturer report number: 2938836-2020-09713, related manufacturer report number: 2017865-2020-22995.